Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 203mg/dl. The customer stated that she does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.